Event description:
It was reported to philips that the system's geometry computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and patient had to move to different room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry computer was unable to boot up. Upon troubleshooting, fse discovered that the geo pc was not booting up. Further investigation revealed that power was not being supplied to it. The issue was traced to the customer plugging a defective injector into the patient table, which caused a power failure in the allura system. To resolve the issue, fse replaced the ny2 pdu (power distribution unit) in the r-cabinet. The defective pdu was returned to philips for failure analysis and the bank b leds did not illuminate, and there was no power distribution from this tab. Upon measuring the fuses inside the unit, one was found to have a resistance which rendering it unusable. Additionally, the self-test log indicated an output of 0.63v for the tab, which confirmed the failure. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.